Event description:
It was reported that the cadd (continuous ambulatory delivery device) extension set had separated from the central line catheter. Per reporter: the patient stated they noticed blood coming out of the catheter as well, so they clamped the tubing and prepared to change the pump, tubing, cassette, and IV connecter. The patient stated they completed the change and at first pump alerted for high pressure but was able to reset pump and resume the infusion without any issues. The patient confirmed that no side effects were currently being experienced, aside from lightheadedness. The patient was uncertain whether this symptom was attributable to the issue with the tubing and catheter.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.